Manufacturer narrative:
Batch review performed on 16-feb-2023: lot 2216898: (B)(4) items manufactured and released on 19-oct-2022. Expiration date: 2027-10-06. No anomalies found related to the problem. To date, 17 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 13 days after the primary surgery, the patient came in for a post-op appointment and it was observed that the cup had spun out. The surgeon revised successfully the cup, head and liner. It is reported the patient has poor bone quality.